Event description:
It was reported that the patient's device was undersensing the atrial signal, no p-waves were observed, and the device was inappropriately atrial pacing. It was further reported that the atrial lead had low impedances. There were no known interventions, and the device and right atrial lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5023 implantable pacing lead, (B)(6) 1991. (B)(4).